Event description:
The customer alleges that the device would not nebulize during treatment on a pt. No pt injury reported.

Manufacturer narrative:
(B)(4). The device sample was received by the MFR, but the investigation is incomplete at the time of this report.